Event description:
The pt experienced a shocking or jolting sensation. It was noted that the pt recently started to exercise (running) again and started felt shocking in late (B) (6) 2009. She went to the emergency room in late (B) (6) 2009 and had the device turned off. It has been off ever since. The pt was at home and re-directed to her healthcare professional. The pt met with the company rep and her pt programmer was troubleshooted. Further info was requested.

Manufacturer narrative:
(B) (4).